Manufacturer narrative:
Product complaint # (B)(4). Additional information: a2, a3 additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Procedure date: (B)(6) 2023 left knee arthroplasty, polyethylene exchange. Closed with prineo and wound was dressed with meplilex. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event we would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? This medwatch report is in response to receipt of a voluntary medwatch: mw# 5146878 no product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent total knee replacement revision on an unknown date in 2023 and topical skin adhesive was used. Patient developed moderate itching in the distal portion of the mesh dressing, which was the last portion to fall off. Over the next few days, it developed into a micropapular rash over the entire leg with systemic spread to the other leg, and same side arm to a lesser degree. Also developed l'orange skin on surgical leg. Received prednisone dose pack, after incessant itching and without relieve from topical or oral otc antihistamines. 2 days prior to rash patient had a cortisone injection in the non-surgical knee which may have minimized the reaction. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.